Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Had the top part of the brush head in mouth [device breakage]. No adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A husband reported via e-mail on (B)(6)2017 that for the second time it had happened to his wife of unspecified age that she had the top part of the oral-b flexisoft or precision clean brushhead in her mouth. The husband stated that he and his wife had bought the brush heads for years without problems. No symptoms developed. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided.